Event description:
A hemodialysis facility has reported that during treatment a leak was noted on the venous side of the tubing. The leak appeared to be caused by pinholes in the tubing. The incident was caught immediately and the reported blood loss was minimal, estimated at 10cc's. The patient had no ill effect and the sample is available for evaluation.

Manufacturer narrative:
(B)(4).